Manufacturer narrative:
D10: 300-01-11 - equinoxe, humeral stem primary, press fit 11mm: 6297876. 320-01-42 - equinoxe reverse 42mm glenosphere: 6381761. 320-15-05 - eq rev locking screw: 6414483. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient previously underwent a left shoulder replacement. The patient later presented with liner dissociation and metallosis. During the revision procedure, the surgeon removed the humeral stem, glenosphere, humeral tray, and humeral liner. The humeral stem was replaced with a stem of the same size. The humeral tray, humeral liner, and glenosphere were replaced with components one size larger. The patient was last known to be in stable condition following the event. No additional information has been provided.